Event description:
It was reported that the infusion device shut off without first providing an error or alert message. She stated the pump shut off during the night on (B)(6) 2019 and at 7am her blood glucose measured "hi" on her blood glucose monitor. She inserted a new battery into the infusion device and the device displayed an error message. She injected 50 units of novolog. Her blood glucose continued to be elevated throughout the day and she felt disoriented. A family member drover her to the emergency room where she arrived at 8pm. Her blood glucose was high when measured by the ER but she is unable to recall the value. She was treated with an injection of levemir and a novolog IV. She was released from the hospital after 4 hours and she switched to injection therapy.